Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with two unspecified mentor saline breast implants suffered several unexplained systemic symptoms, including fatigue, memory loss/short term memory loss, hives, poor circulation, bruising, her skin takes long time to heal, fibromyalgia, joint pain, fatigue, acid reflux, and nausea. No device issue such as rupture was reported. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unclear. In addition, the patient reported that she was diagnosed with capsular contracture by her physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2005 based on available information. This report is for the left-sided prosthesis.